Event description:
During the device evaluation, the colonovidescope displayed a b30-scope communication error. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the b30 error was due to a failed plug unit. The root cause of the malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.